Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was not able to be confirmed. The pump passed both the downstream occlusion and upstream occlusion tests. No fault related to the complaint was found and all tests passed within specification. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump failed occlusion test three times. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.